Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostar xl devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of an unknown vessel using four prostar xl devices using the pre-close technique prior to an interventional endovascular aneurysm repair procedure. Reportedly, all four devices did not have sutures on the needles. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation from the needles was confirmed based on the returned device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and results of the complaint investigation, a conclusive cause for the separation of the suture from the needles cannot be determined. Factors that may contribute to the reported separation of the suture from the needle may include, but are not limited to, high deployment force, suture hang up, clamped suture, user technique. The subsequent treatment appears to be related to circumstances of the procedure. Based on review, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot number updated from unknown to 3100541. E1 - physician updated. H6 - medical device problem code: code 2610 was removed.

Event description:
Subsequent to the initially filed report, additional information was received. It was reported that this was an arteriotomy closure of both common femoral arteries (left was moderately calcified, right was slightly calcified) with four prostar xl devices using the pre-close technique via a 5fr sheath prior to an interventional endovascular aneurysm repair (evar) for an abdominal aortic aneurysm (aaa) with hostile neck procedure. Reportedly with all four devices, the sutures were not on the needles when removed from the hub (2 occurrences on the left side, 2 occurrences on the right side). The sutures of two new prostar xl devices were successfully pre-placed (1 on the left side and 1 on the right side). The sheath was upsized to 14fr on the left and 20fr on the right and the evar procedure was completed. Hemostasis was achieved on both sides with the pre-placed prostar xl sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.